Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated as intended at the set speed for the duration of the log file. The log file captured transient low flow alarms beginning on (B)(6) 2021, when the average flow rate decreased below the low flow threshold of 2.5 liters per minute (lpm) for 10 seconds or longer. Of note, pulsatility index (pi) values were elevated during these low flow events. The log file appeared to capture the pump operating as intended. Multiple attempts for additional information regarding the event were sent to the account; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (rev. C) discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. Additionally, the heartmate 3 left ventricular assist system instructions for use section 1 ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook (rev. C) contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a large amount of bloody emesis and stool on (B)(6) 2021. The patient had esophageal cancer removal surgery on (B)(6) 2021 and heparin was restarted the following morning at a partial thromboplastin time (ptt) goal of 45-55 seconds. The patient's heparin goal was changed to 72-92 on 27mar2021. Log file analysis captured low flows with high pulsatility index (pi) readings which seemed to be physiological in nature.